Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high", however, specific bg value was not provided. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. A correction bolus via the pump was delivered to address bg. Cts determined that the pump functioned as intended and the cause of the high bg was unknown, customer acknowledged and understood.